Event description:
T was reported that the cartridge was damaged at the t: lock connector. There was no adverse impact to the customer's blood glucose level. Customer successfully changed the cartridge and resumed insulin therapy.